Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed no deliver. Customer stated woke up with high blood glucose and assumed that she did not receive any insulin through the night. Troubleshooting was done. Customer's blood glucose was 329 mg/dl. Customer changed site last night and will perform set change later due to they currently do not have any at the moment. No further info provided.